Event description:
It was reported that the lead exhibited high impedance. Dislodgement was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the high impedance reported in the field. The lead was fractured resulting in high impedance and inappropriate shocks. The fracture was consistent with that produced by fatigue.